Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced. The implant and explant dates have not been provided. The patient was in stable condition post surgery. No additional information was reported.